Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve, was explanted after an implant duration of six (6) months due to unknown reason. The explanted valve was replaced with a 21mm 11060a valve. The patient is noted to be in recovery post-procedural. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation). H11: correctived data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 25mm 11500a aortic valve implanted six (6) months, was explanted due to endocarditis. The patient presented with sepsis, fever, chills. The explanted device was replaced with a 21mm 11060a aortic valve. Per medical records, the patient's blood cultures were found to be positive for infection of an unknown origin. The patient underwent a redo avr with a 21mm 11060a, and debridement of the aortic annulus with patch repair. The 25mm 11500a was explanted and was observed to have dense vegetations. The aortic wall was found to be necrotic with a fully formed abscess underneath. This was debrided, and a 21mm 11060a valve was seated. The patient exhibited no evident complications and was successfully weaned off bypass. Favorable valve performance was confirmed by a tee. Postoperatively, the patient was transferred to the ICU in stable condition. Per pathology reports, on the bioprosthetic av there exists white tan to focally brown fragment with roughened raised light tan fibrinous areas measuring 1.5 x 0.6 x 0.7 cm. Approximately 15 white-tan to light brown irregular soft tissue fragment which, in aggregate measure 4.2 x 3.5 x 1.8 cm.